Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('injury migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('other organs perforation ') and pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 664442) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain (" chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding "), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed in 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on or about (B)(6) 2019 and (B)(6) 2019, she underwent surgery to remove the essure device. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('other organs perforation') and pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 664442) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding "), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed in 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on or about (B)(6) 2019 and (B)(6) 2019, she underwent surgery to remove the essure device. Lot number:664442 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jan-2022: quality safety evaluation of product technical complaint (ptc) a technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("other organs perforation"), embedded device ("embedded in the endometrial cavity is a coiled devic"), device breakage ("small fragments of coil may remain within myometrium") and pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. 664442) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of left lower quadrant pain, pelvic pain female, cholecystectomy, nickel allergy, parity 2, gravida ii, urinary incontinence, pelvic pain female, migraine, hypothyroidism and hematuria. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding "), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (essure removal and total abdominal hysterectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on or about (B)(6) 2019, she underwent surgery to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2019: there are metallic coils identified within the uterus in keeping with this patient 's history of essure hysteroscopic tubal occlusion. The orientation of the coils is different in appearance from the radiograph performed to in (B)(6) 2010, with the left-sided coil appearing lower within the uterus then expected. [Hysterosalpingogram] on (B)(6) 2010: findings: under fluoroscopy we could demonstrate filling of uterine cavity with bilateral proximal occlusion. Both coils seem to be in proper position. Metallic stents have been inserted in both fallopian tubes. The uterus is normal in size and shape. Both tubes are occluded [pathology test] on (B)(6) 2019: final diagnosis: uterus with cervix; hysterectomy: - mild chronic cervicitis - endometrium with features suggestive of localized chronic cervicitis. - benign endometrium secretory features - leiomyoma - coil, identified in endometrial cavity gross description: embedded in the endometrial cavity is a coiled device measuring 0.6 cm. [Ultrasound scan vagina] on (B)(6) 2019: seen on the CT scan, there are at least portion of the essure coils remaining in che uterus. There is a 2.9 cm length of essure coil seen within the right side of the uterine fundus. Unfortunately the endometrium of the uterus well and this coil may extend from the myometrium into the endometrium. There is a smaller discontinuous portion of coil seen within the midline of the lower uterine body as seen on the CT scan. This may represent a fragment from either the right or left coil which apparently were attempted to be removed. There are essure coils remaining within the uterus in this patient who has had previous removal of the fallopian tubes and apparent attempted removal of the coils. Small fragments of coil may remain within the endometrium of the uterus as seen on the CT scan performed earlier today. Direct visualization by hysteroscopy by gynecology is recommended. Lot number: 664442, manufacture date: 2009-08, expiration date: 2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Event device breakage & device embedded added. Essure removal date updated. Medical history & concomitant conditions added. Patient, product & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("other organs perforation"), embedded device ("embedded in the endometrial cavity is a coiled devic"), device breakage ("small fragments of coil may remain within myometrium") and pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. 664442) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of left lower quadrant pain, pelvic pain female, cholecystectomy, nickel allergy, parity 2, gravida ii, urinary incontinence, pelvic pain female, migraine, hypothyroidism and hematuria. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding "), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (essure removal and total abdominal hysterectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on or about (B)(6) 2019 and (B)(6) 2019, she underwent surgery to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2019: there are metallic coils identified within the uterus in keeping with this patient 's history of essure hysteroscopic tubal occlusion. The orientation of the coils is different in appearance from the radiograph performed to in (B)(6) 2010, with the left-sided coil appearing lower within the uterus then expected. [Hysterosalpingogram] on (B)(6) 2010: findings: under fluoroscopy we could demonstrate filling of uterine cavity with bilateral proximal occlusion. Both coils seem to be in proper position. Metallic stents have been inserted in both fallopian tubes. The uterus is normal in size and shape. Both tubes are occluded. [Pathology test] on (B)(6) 2019: final diagnosis: uterus with cervix; hysterectomy: mild chronic cervicitis; endometrium with features suggestive of localized chronic cervicitis; benign endometrium secretory features; leiomyoma; coil, identified in endometrial cavity. Gross description: embedded in the endometrial cavity is a coiled device measuring 0.6 cm. [Ultrasound scan vagina] on (B)(6) 2019: seen on the CT scan, there are at least portion of the essure coils remaining in che uterus. There is a 2.9 cm length of essure coil seen within the right side of the uterine fundus. Unfortunately the endometrium of the uterus well and this coil may extend from the myometrium into the endometrium. There is a smaller discontinuous portion of coil seen within the midline of the lower uterine body as seen on the CT scan. This may represent a fragment from either the right or left coil which apparently were attempted to be removed. There are essure coils remaining within the uterus in this patient who has had previous removal of the fallopian tubes and apparent attempted removal of the coils. Small fragments of coil may remain within the endometrium of the uterus as seen on the CT scan performed earlier today. Direct visualization by hysteroscopy by gynecology is recommended. Lot number: 664442. Manufacture date: 2009-08. Expiration date: 2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.